Manufacturer narrative:
The device ro15069 has been inspected for investigation purpose. The tests performed confirmed that command was not working. The defective part was replaced for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the command was non-functional. There was no patient involvement reported.